Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test and failed the power-on upgrade. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During disassembly of the device to determine root cause, the technician observed extensive water damage around the battery connector and main board, compromising the investigation. The main board was scrapped and replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.